Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the display was black, neither an alarm nor error message was readable, and the infusion device did not provide an acoustic or vibra alert. The customer was unable to bolus due to this. No adverse event was reported. The alleged product was requested for evaluation.